Manufacturer narrative:
The pump was tested following the procedure below: procedure: 1. Connect tubing into reservoir. 2. Prime tubing by gravity, then connect tubing to pressure gauge. 3. Test 1: turn on the pump fail test if pump displays "pressure error" on post. 4. Test 2: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 8 psi. Run pump, pass pump if it alarms between 0 and 16 psi. 5. Test 3: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 30 psi. Run pump, pass pump if it alarms between 22 and 38 psi. The pump failed test 3 as it alarmed occlusion at 41 psi which is out of specification. The reported issue is confirmed. The 4 psi value was calibrated from 320 to 350, pump was retested, and passed all tests.

Event description:
Zyno medical received a report that a pump did not alarm when the tubing became kinked. Patient involved. No patient harm reported.